Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Generator replacement surgery occurred on (B)(6) 2015. The explanted generator has not been received to date. No additional relevant information has been received to-date.

Manufacturer narrative:
The date that the suspect device was returned to the manufacturer was inadvertently not filled out on supplemental report#5.

Event description:
The explanted generator was received for analysis, which was completed 02/11/2016. The device output signal was monitored and results demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.766 volts during completion of the final electrical test and shows an intensified follow-up indicator flag was set to "yes" condition. The generator data revealed that 16.433% of the battery had been consumed. Other than the noted pulse-disabled event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient¿s device unexpectedly showed the vbatt<eos pulse disabled message upon interrogation. The generator was re-enabled and subsequent diagnostic testing showed that the generator was ifi = no. The patient was reported to have undergone a cat scan recently. Attempts to obtain additional relevant information will be made.

Event description:
Additional programming history was reviewed, occurring on the date of explant, (B)(6) 2015. Review of the decoder data from the date of 10/22/2015 revealed the device battery status was indicated as ifi=yes. 15.530% of the battery capacity was shown as consumed and the voltage during the systems diagnostic was 2.762 volts.

Manufacturer narrative:
Date received by manufacturer, corrected data: the date received by MFR date of the information for follow-up report #07 was inadvertently provided as 02/17/2016, when the correct date was intended to be 04/07/2016.

Manufacturer narrative:
The voltage measurement reviewed from the decoded data on (B)(4) 2014 was inadvertently reported as 2.97 volts on follow-up report #1.

Event description:
It was reported from the physician's office that the patient's generator battery was at ifi=yes. This status was unexpected by the physician, and an estimate from the battery longevity tables and battery life calculation do not support ifi=yes based on the settings provided by the physician, which indicate battery life greater than 10 years. Device diagnostics were within normal limits. The neurologist reported they were not aware of any electrocautery exposure during the time the device was implanted. A review of the decoder data showed that the patient's device showed a vbat < eos threshold condition on (B)(6) 2014 although the battery measured 3.441v.

Event description:
The patient has been scheduled for surgery to replace the generator. No known surgical intervention has occurred to-date.

Event description:
A battery life calculation using the available programming history showed > 10 years remaining. A review of the decoder data showed that the patient¿s device showed a vbat < eos threshold condition on (B)(6) 2014 although the battery measured 2.97v. Once the output current was re-enabled, the vbat < eos threshold condition resolved.